Manufacturer narrative:
No fault can be found with this lma airway. The valve functions correctly and is within mfg specification. This report contains info from third parties, the accuracy of which has not necessarily been confirmed by the reporter.

Event description:
The lma unique airway did not hold inflation during pt use. The lma was removed and another mask was used. There was no pt problem or incident.